Event description:
Operator reported a leak coming from the analyzer onto the floor and into the walkway. No patient results were affected, and no operators were harmed. The field service rep determined the inlet water connection which goes to the connection marked reservoir was cracked and was the cause of the leak. He repaired and reconnected the end of the tube. Performance tests performed, which were within specification.